Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Since no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the end cap leakage cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient was hospitalized for multiple injuries. On (B)(6) 2025, at 08:50, a 24g closed-system intravenous catheter was inserted for intravenous infusion. Following successful venous puncture, after 10 minutes of normal infusion via the catheter, fluid leakage was observed at the white cap end of the catheter's y-tube. The problematic catheter was immediately removed, and a new venous puncture was performed. Subsequent use proceeded normally without further adverse effects on the patient.